Event description:
In this event it is reported that nontemplate aligner arch suresmile aligners allegedly caused patient to experience numbness and migraine headaches.

Manufacturer narrative:
While we have not been able to confirm that the aligners caused the patient's headaches, it is known that this can happen during orthodontic treatment in a subset of the population. As such, this complaint meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number/order/serial number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
See additional details on the event in b5. A DHR review was conducted with no discrepancies noted.

Event description:
Additional detail was provided stating that the patient would develop a headache after 2 hours of wear each day. The patient took tylenol with little respite. The patient would continue wearing into early afternoon. Upper face from upper lip to top of bridge of nose would feel numb while wearing. The appliances were not uncomfortable upon insertion and these symptoms would come on later. She wore them maybe for about 20 hours for three days and then went to four or five hours for two and quit wearing after day five. This additional information indicates the patient may have experienced an allergic reaction to wearing the aligners.